Event description:
The customer called and reported that there was a sensor reading of 60 mg/dl, causing customer's insulin pump to threshold suspend while customer's blood glucose was 526 mg/dl. At the time of the report, the issue recurred when the customer's blood glucose was 250 mg/dl and the sensor read 89 mg/dl. The customer was advised the sensors would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report 3004209178-2015-49185.